Event description:
A report was received that a pt had a superficial infection at the pocket site. The pt's symptoms were redness and minor drainage at the pocket site. The physician prescribed the pt oral antibiotic. The physician does not believe the infection was device or procedure related; as the pt is prone to infections.